Event description:
Customer reports lancet will not retract while using the multiclix lancet device. Customer reports that lancet was protruding from device 3 weeks ago; unable to confirm if lancet was protruding from the end of cap of the lancet device prior to after firing. No adverse event reported. Customer states pharmacist threw device away; a replacement was sent.